Event description:
Related manufacturer reference# 1627487-2020-32970. Follow-up information indicated the lead was explanted and replaced which resolved this issue.

Manufacturer narrative:
A patient experienced ineffective stimulation due to autoreducing was reported to abbott. As a result, the l1 lead was replaced due to the high impedances and the l4 lead was explanted. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was receiving inadequate stimulation due to high impedances. As a result, the patient may undergo surgical intervention on a later date.